Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 280 and 329 mg/dl. The customer's expected fasting blood glucose test result range is 160 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 280 and 329mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/13/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer's wife could not review the memory of the meter accurately while on the call and provided readings from a log book. Customer has difficulty hearing and was unable to assist on the call.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 280 and 329 mg/dl. The customer's expected fasting blood glucose test result range is 160 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 280 and 329mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/13/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer's wife could not review the memory of the meter accurately while on the call and provided readings from a log book. Customer has difficulty hearing and was unable to assist on the call.